Event description:
Pt had surgery for left hip implant. Right hip severe and constant pain. Soreness in groin, pinched nerves, swelling and pain in knees, front and back, pain in ankles and calves, numbness in toes, bottom of feet, light headedness, ringing in ears, dizziness, very weak, occasional chest pressure, hot and cold flashes, difficulty walking, sitting, uses a cane, occasionally a walker, side effects are devastating and emotionally depressing per pt. Pt also has difficulty with balance, burning sensation of pins and needles in legs, small sore, blood vessels all over legs. Same pt as (B)(4).